Event description:
During an atrial fibrillation ablation procedure a pericardial effusion occurred. After the transseptal puncture was performed, and the ablation catheter was being moved from the right atrium to the left atrium a pericardial effusion was noted on echocardiogram. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.